Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and scope communication error e216. A root cause could not be identified. Based on the results of the investigation, it is likely that a faulty plug unit connection caused the reported 'no image and error e216' failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had scope communication error e226. There were no reports of patient harm.